Manufacturer narrative:
(B)(6).

Event description:
It was reported during use the pico device failed to notify the user of an issue.

Manufacturer narrative:
The codes have been corrected, however the investigation itself is unchanged.